Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Device not returned.

Event description:
It was reported that the customer took the pump swimming with them in a lake. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose. It was indicated that the customer would use manual injections as alternate insulin therapy.